Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00373 for product (preface® guiding sheath with multipurpose curve). (2) MFR # 2029046-2024-00374 for product (octaray mapping catheter).

Event description:
It was reported a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a octaray mapping catheter and patient experienced cardiac tamponade treated with a pericardiocentesis, surgical intervention for a drain extended hospitalization. After a cartosound map was created, the transspetal procedure was performed. While mapping in the left atrium with the octaray mapping catheter, it was noticed that the patient's blood pressure dropped. A quick survey with intracardiac echo (ice) catheter revealed a large effusion. The afib procedure was aborted and a pericardiocentesis was performed and a drain was secured in place. The patient was stable and transferred to the intensive care unit (ICU) for continued observation. Patient¿s outcome was reported to be improved. It is believed that possibly the bwi product in use at the time of effusion onset. Physician¿s opinion on the cause of this adverse event is possibly when going transseptal or initial mapping with octaray.